Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address instability.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen cruciate retaining porous uncemented femoral component size e left catalog #: 65595201501, lot #: 63015590, unknown nexgen prolong articular surface 12mm catalog #: ni lot #: ni, unknown nexgen precoat tibial component size 4 catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. Visual evaluation of pictures provided identified explanted femoral, tibial and articular surface components that were covered in bio debris. Radiographic review identified radiolucency at the cement bone interfaces of the anterior and medial tibial baseplate, stem, patella and small radiolucency present at the anterior flange metal bone interface of the femoral component. However, the reported instability could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.